Event description:
It was reported that restenosis occurred. The patient underwent treatment with the study stent on (B)(6) 2018 as part of the eminent clinical trial. The target lesion was located in the right proximal superficial femoral artery (sfa) and had a 6mm reference vessel diameter (proximal and distal), 70mm length and was 90% stenosed. Pre-dilatation was performed using one 5mm diameter balloon and a 6mm x 80mm eluvia stent was implanted. Post-dilatation was not performed; residual stenosis was 0%. On (B)(6)2019, patient was diagnosed with restenosis of the right sfa at the target lesion. Outcome of the event and/or any treatment is unknown at this time. It was further reported that the patient was hospitalized on (B)(6)2019 and revascularization of the right sfa was performed. The patient was discharged from the hospital the same day and the event was reported as resolved.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: patient was 70 years old at time of enrollment, birth year 1948. E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: patient was 70 years old at time of enrollment, birth year 1948. (B)(6).

Event description:
It was reported that restenosis occurred. The patient underwent treatment with the study stent on (B)(6) 2018 as part of the eminent clinical trial. The target lesion was located in the right proximal superficial femoral artery (sfa) and had a 6mm reference vessel diameter (proximal and distal), 70mm length and was 90% stenosed. Pre-dilatation was performed using one 5mm diameter balloon and a 6mm x 80mm eluvia stent was implanted. Post-dilatation was not performed; residual stenosis was 0%. On (B)(6) 2019, patient was diagnosed with restenosis of the right sfa at the target lesion. Outcome of the event and/or any treatment is unknown at this time. It was further reported that the patient was hospitalized on (B)(6) 2019 and revascularization of the right sfa was performed. The patient was discharged from the hospital the same day and the event was reported as resolved. It was further reported that on (B)(6) 2018, the patient was discharged with antiplatelet therapy. On (B)(6) 2019, patient was noted with stenosis of the right sfa. Patient was hospitalized for further treatment on (B)(6) 2019 for the 100% stenosed right proximal sfa which was 200 mm long with a reference vessel of 5 mm. This was treated with atherectomy, resulting in a 10% final stenosis. On (B)(6) 2019 the event was considered resolved and patient was discharged the same day.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: patient was (B)(6) years old at time of enrollment, birth year (B)(6). Initial reporter address 1: (B)(6).

Event description:
It was reported that restenosis occurred. The patient underwent treatment with the study stent on (B)(6) 2018 as part of the eminent clinical trial. The target lesion was located in the right proximal superficial femoral artery (sfa) and had a 6mm reference vessel diameter (proximal and distal), 70mm length and was 90% stenosed. Pre-dilatation was performed using one 5mm diameter balloon and a 6mm x 80mm eluvia stent was implanted. Post-dilatation was not performed; residual stenosis was 0%. On (B)(6) 2019, patient was diagnosed with restenosis of the right sfa at the target lesion. Outcome of the event and/or any treatment is unknown at this time.